Event description:
The customer states they were getting blood glucose results of "hi". Their doctor increased their insulin due to high readings. The customer believes they took to much insulin and ended up in the hospital. Controls were out of range. A request was made for the return of the suspect device but the customer refused. New product has been sent.